Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket erosion and was contaminated. Moreover, this lead was difficult to retract or remove. This lead was surgically abandoned. No additional adverse patient effects were reported. Additional information was obtained which indicated that this lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket erosion and was contaminated. Moreover, this lead was difficult to retract or remove. This lead was surgically abandoned. No additional adverse patient effects were reported.